Event description:
It was reported that a patient underwent a cardiac ablation procedure with a soundstar eco and the deflection mechanism became stuck. After inserting the catheter into the cardiac cavity and performing brockenbrough, approximately one hour after using it in the left atrium (to confirm the site for ablation with farapulse) the physician reported that its behavior was different from usual. After bending the soundstar eco catheter on the p side, it did not return to the center and remained unable to become flat. It appeared to have developed a bend or kink, and even when bent on the a side, the catheter did not straighten out. Since it was just before the end of the procedure, the physician instructed not to replace the catheter, and the procedure was completed as it was. The procedure was completed without patient's consequence. Additional information received indicated the knob was able to be turned and/or pushed up and down but the catheter was stuck. The catheter could not be flattened, event when shaped by hand.

Manufacturer narrative:
On 15-oct-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 16-oct-2025, additional information was received indicating the catheter did have mobility to bend the catheter on both the a and p sides. As such, this event is no longer considered to be an MDR reportable malfunction. As such, the h6. Medical device problem code has been updated from mechanical jam (a0506) to positioning problem (a1502). Manufacturer's ref. # (B)(4).